Event description:
Dexcom share stopped sending all the t1d pt's blood glucose readings and dangerous blood glucose alarms to caregiver. This failure was unplanned and when it occured, system users, mostly parents and caregivers didn't receive any notification from the MFR. Dexcom g6 is an FDA approved medical device. Dexcom g6 claims that users don't have to monitor blood glucose by using traditional fingers blood sample. The critical failure of the dexcom g6 system is posing a life threatening risk to the pt by preventing caregivers to receive dangerous blood glucose levels alarms. FDA safety report ID# (B)(4).